Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2025-00215, device 2 is being reported under MDR-2247858-2025-00216, and device 3 is being reported under MDR-2247858-2025-00217. All relevant device history records (dhrs) for the treo bifurcate (b2) abdominal stent-graft system - device 1 (28-b2-26-080s) with final assembly lot# b200116169, treo limb extension (l2) abdominal stent-graft system - device 2 (28-l2-15-120s) with final assembly lot# b200128164, and treo limb extension (l2) abdominal stent-graft system - device 3 (28-l2-15-120s) with final assembly lot# b200129316, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show device 1 received the required sterilization dose on (B)(6) 2020, device 2 received the required sterilization dose on (B)(6) 2020, and device 3 received the required sterilization dose on (B)(6) 2020. There were no nonconformances or reworks in relation to devices 1, 2, or 3. Review of the device history records showed no issues were found during the manufacture of the devices. The pre-case and post procedure CT imaging were requested on (B)(6) 2025, (B)(6) 2026 but not provided. An email received from (B)(6), clinical research assistant, on (B)(6) 2026 stated that the imaging was not provided by the site. As described in the narrative, the patient underwent an evar procedure on (B)(6) 2021 to treat an abdominal aneurysm with a treo main body (28-b2-26-080s) and two treo legs (28-l2-15-120s). There were no issues reported during device implantation; however, a suspected type ia endoleak was reported on (B)(6) 2025. Without imaging for evaluation, the sizing, graft selection, graft positioning and presence of an endoleak could not be confirmed. In conclusion, no issues were found during the manufacture of the devices. The root cause of the reported failure of leakage (initially reported as endoleak) could not be determined.

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-, device 2 is being reported under MDR-2247858-2025-00216, and device 3 is being reported under MDR-2247858-2025-00217. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Sae description: - on the (B)(6) 2025, the patient experienced an 'endoleak' - suspected type 1a. No other information is given. We will query the site for the images. The ae is believed not to be serious, undetermined if related to device, not related to the procedure, not related to pre-existing procedure. This event was unanticipated. The ae has not yet been resolved and no action was taken to treat this ae. The outcome of patient is currently ongoing." Patient outcome: "ongoing."